Manufacturer narrative:
All follow up efforts have been completed, no further information is available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient who had been enrolled in a study had died approximately ten months post device system implant. The physician was made aware of the death by the patient's family and no further information was available. The cause of death has been requested and is not available.